Event description:
It was reported to medtronic neurosurgery that during the surgery, cracks were found near the head of the valve connector.

Manufacturer narrative:
The valve was patent. The device did not meet specs for leak testing as there was a severe tear across the top and edge of the distal occluder. The damage precluded reflux, pressure-flow, and preimplantation testing. It is unk how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.